Event description:
Medtronic received information that 2.5 years after the implant of this transcatheter bioprosthetic valve, the patient was diagnosed with congestive heart failure (chf), possibly related to the valve, after presenting with pulmonary vascular congestion, chest pain and shortness of breath. The chf symptoms were resolved with medications. The patient also exhibited atrial fibrillation with rapid ventricular response, possibly related to the device implant procedure, that was initially converted to sinus tachycardia with medications, and subsequently implant of a dual-chamber permanent pacemaker.

Manufacturer narrative:
Additional information has been requested. The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
The clinical study site subsequently reported that the possibility of the device being associated with the congestive heart failure and atrial fibrillation could not be completely ruled out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the corevalve instructions for use, atrial fibrillation is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication or can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. A root cause of the clinical report of congestive heart failure was unable to be determined with the limited information available.